Event description:
It was reported that during a lap cholecystectomy procedure, the jaws did not properly close, thus come clips fell out closed only in their distal part and some fell down from the device misaligned and crossed. The hemostasis was controlled by using electric knife. No adverse pt consequences were reported.

Manufacturer narrative:
Date sent: 06/17/2008. Info anticipated, but unavailable at this time.